Event description:
Per the info provided to us by the physician's ofc, the device was removed due to a "malfunction of the pump". [As reported to co, the entire mentor 2-piece inflatable penile prosthesis.] Was removed and replaced with a mentor 3 piece inflateble penile prosthesis. 6/11/97 - upon receipt of addl info from the physician/surgeon, he stated, "the device was removed as it would not longer cycle. A small leakage site near the reinforcement next to the resipump was observed." He also stated,..."nothing was noted in the pt's history which may have contributed to this occurrence. Pt was pleased with the device as it cycled beautifully and used it as instructed for six yrs until the leakage occurred."